Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer complained about sensor reading discrepancies. Customer stated that the sensor glucose reading was 205 mg/dl but when she tested her blood glucose value was 160 mg/dl. Customer stated that her low blood glucose was due to her medication. Customer stated that there was another occasion where her blood glucose was 160 mg/dl and the insulin pump would show 210 mg/dl and another day when it went into threshold suspend and her blood glucose was over 90 mg/dl. Customer stated that the insulin pump is set to alarm her when she is over 250 mg/dl and the threshold suspend is set at 70 mg/dl. Customer stated that she has trouble with low blood glucose. Customer stated that her blood glucose hits 80 mg/dl and then drops to 20 mg/dl. Customer was advised to speak with her doctor to change her settings. Nothing further reported.